Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a temperature issue with the pump. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/21/2015 with the following findings: the pump's black box showed a drastic voltage drop leading to battery alarm on 11/09/2015. The battery compartment was cracked below the finger pad. Moisture corrosion was observed in the battery canister and on the cap. The pump failed a leak test due to the battery compartment crack. The pump was able to perform the prime steps with no issue. The pump's current draws were within specifications. The alleged issue could not be duplicated.